Manufacturer narrative:
The tech found a screw missing at the push latch rod. The tech replaced the screw to repair the bed.

Event description:
Info received indicates the left head siderail is not latching.